Manufacturer narrative:
According to facility's rn, hemodialysis nurse, the alarm condition did not lead to excessive fluid removal. Neither pt injury nor medical intervention was reported/required. No other pt info was provided. It is facility's policy that anytime there are excessive alarm states that cannot be resolved the pt is removed from the machine. In 2006 gambro technical svcs (gts) field rep inspected the machine. All scales were within MFR's specs. He verified the proper occlusion of the effluent pump. He ran a prime and pt simulation in the cvvhd mode with the same pump flow rates with no "effluent weight incorrect weight change" alarms. The fluid removal rate was within MFR's specs. The svc tech could not duplicate the reported condition. From the alarm history the svc tech determined that the "caution effluent weight incorrect change" alarm had been overridden 43 times during the course of the pt's treatment. The prisma safety alert training for this facility was conducted on january 31, 2006.